Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was trying to do a temporary basal process on the insulin pump, but the insulin pump began scanning through and would not stop. She removed and reinserted the battery, and the insulin pump alarmed button error thereafter. The customer's blood glucose was 93 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.